Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and high blood glucose over 900mg/dl. The caller stated that the insulin pump alarmed motor error and insulin was not delivered. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was programmed with boluses and monitored. All boluses delivered and were properly recorded in the bolus history screen. The insulin pump was then programmed with multiple basals profiles. All basal profiles delivered. No bolus anomaly or basal anomaly noted. The insulin pump passed the displacement test, self test and error test. All operating currents are within specification. Off no power alarm functions properly. Unable to prime during prime test and motor error during basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had a scratched display window, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker.